Manufacturer narrative:
The device was initially received at zoll australia and the customer's report was verified and attributed to the monitor board. The monitor board was received at zoll medical corporation and the customer's report was duplicated and the monitor board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.